Event description:
It was reported venous access with three separate venous puncutre sites and three 6.5f fast-cath introducers was obtained in preparation for a radio frequency ablation (rfa). Upon attempting to flush the sheaths, one sheath would not flush or aspirate. While pulling the sheath back, the hub and a 3cm sheath section detached from the remainder of the sheath, which was not visible. Manual pressure was applied to control the venous bleeding. Using fluoroscopy; two intact sheaths and one severed sheath body were visualized in the right femoral vein. A snare was introduced through one of the intact sheaths in an unsuccessful attempt to remove the severed sheath. Next a .035" guidewire and a 6f bioptome were introduced through the same sheath. The sheath with the bioptome were withdrawn to the proximal end of the severed sheath. The physician was able to grasp the end of the severed sheath, and with the wire remaining in place, the severed sheath, intact sheath, and bioptome were withdrawn. The bioptome could not hold the severed sheath; the intact sheath and bioptome were removed. A larger incision was made and using a hemostat, the proximal end of the severed sheath was grasped and the section was removed. Manual pressure was applied to achieve hemostasis. The removal took approximately one hour at which time the pt was reportedly sedated and stable. Venous access was obtained and two fast-cath sheaths were placed in the right femoral vein. The procedure was initiated and upon completion, all three sheaths were removed and manual pressure was applied to achieve hemostasis. The pt was reportedly recovering.